Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had crack and a piece missing from her reservoir compartment. The customer¿s blood glucose level was 300 mg/dl. Customer stated that she was treated with a syringe and reported as no medical attention was required. Customer stated that she had declined to troubleshoot for the high blood glucose as they were a result of the reservoir not staying in the reservoir compartment due to the damage to the pump. The customer was assisted with troubleshooting. Customer reports damage to the pump. Customer was advised to replace and to revert to back up per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, completely broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, broken belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.